Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of the returned product determined that the sterile cavity label does not match the patient labels or the outer carton label. The sterile cavity was opened and it was confirmed that the product in the sterile packaging is consistent with the part number listed on the sterile cavity label not the outer carton label. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was attributed to a manufacturing deficiency as review of the device history records indicates that the product was likely co-mingled at the supplier during sterile packaging. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a right total knee arthroplasty, the packaging was being opened for the right femoral component and it was noticed that the outside label and inside stickers reflected a right femoral implant. However, the label on the inside of the sterile package and the implant itself reflected a left femoral implant. There was no delay in procedure due to the event and the procedure was completed with another device. No adverse events have been reported as a result of the malfunction.